Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at nominal pressure; however, during the second inflation at 10 atmospheres, the balloon ruptured midway. The device was completely removed from the patient and the procedure was completed with a 3.0mm x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.